Event description:
It was reported that the wake button was difficult to press. There was no adverse impact to the customer¿s blood glucose level, as it remained within the normal range. The customer continued to use current pump for insulin therapy.